Event description:
It was reported that the device was observed to be in a bvvi mode. Afterwards, the device automatically performed a firmware download. It is believe that the cause of bvvi was some form of code corruption, and that the device¿s hardware was fine. Interrogating the patient for device status was suggested but the patient had already left the clinic. It was noted that the patient did appear to be experiencing pacemaker syndrome prior to the firmware download.